Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to the stomach on a robotic laparoscopic gastric bypass, the stapler would straighten out and lose position every time the surgeon would try to close the stapler in the articulated (to the left) position. They replaced the failed staple load with an identical load from the same box to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.